Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding a check lines and bags alarm. The hp stated that he saw a hair in the patient line during fill. The hp did not make contact with the hair and was able to stop therapy. The hp started therapy over with new supplies. There are no samples available and he did not recall the lot number. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.